Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient was experiencing blood glucose levels up to 600 mg/dl for the past 24 hours. The reporter indicated that the patient did not have any signs or symptoms of high blood glucose. The reporter confirmed that the site was changed out and the patient was changing and rotating sites correctly. The reporter confirmed that there were no site issues noted. The pump was reviewed with the reporter and confirmed there were no relevant alarms, all boluses were completed and accounted for, basal delivery was confirmed to be appropriate, there were no inadvertent suspends noted, and the total daily dose history was accurate when compared to the basal and bolus histories. The reporter confirmed that there was no change in the patient's health, pump settings, or diet. The reporter also indicated that the patient was given injections of insulin and the patient's blood glucose was not resolving. The reporter was advised to try a new vial of insulin to see if blood glucose levels resolve and the reporter agreed with the plan. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was suspended on (B)(4) 2013 and the suspend was confirmed 13 times, deliveries were resumed on (B)(4) 2013. The last bolus was recorded on (B)(4) 2013 and the last basal delivery was on (B)(4) 2013. A review of the black box and alarm history shows no errors or alarms associated with the complaint. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Investigators were unable to duplicate the complaint during the investigation.